Manufacturer narrative:
There were thirteen (13) malfunction events involving fractured abutment hexes. A device history record review was performed and did not reveal any nonconformance issues during manufacturing specifications. An abutment hex can break due to excessive torque during usage. No defects as a result of the manufacturing process identified. All of the 13 malfunction events were due to improper technique or improper use of product. (B)(4). Items involved - pgcah (UDI: (B)(4). Pycah (UDI: (B)(4). Pgmu172 (UDI: (B)(4). Pgcma (UDI: (B)(4). Tp3cma (UDI: (B)(4). Pycma (UDI: (B)(4).

Event description:
This report summarizes thirteen (13) malfunction events. A review of the events involved abutment hex breaking or being fractured. The report was received from various sources. No patient adverse events were reported. No information regarding patient demographics were provided.